Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The comp svc rep verified the unit and ran pump and could not re-create the event reported. Proceeded to replace the solenoid driver board and power supply. No issues found on -re-use. Performed the functional tests and safety checks to factory specifications. The pump was returned to customer. The replaced parts are being returned to the manufacturing facility at (B)(4) for eval. A supplemental report will be submitted when add'l info becomes available. (B)(4).

Event description:
The customer reported that during a routine check that balloon pump shut off without any sort of notice. No pt was involved.